Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated na, k, and cl results is unknown. The samples resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated twice on the same instrument, resulting lower. The corrected results were reported to the physicians(s) . There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.